Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6207535. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Although an absolute root cause cannot be determined, our quality engineer notes that there could be multiple potential root causes such as: infusion set inserted in an area with low body fat may bend against muscle on lean customers. Improper use of inserter. If the needle is removed when the infusion set is not flush with the skin, you can lose rigidity and support for the cannula. This can lead to bent cannulas. Infusion set placement where clothing might cause irritation (for example your beltline). Insertion site in scarred or hardened tissue or stretch marks. Insulin was not stored at room temperature to prevent ¿gassing out¿ when it warms in the pump. Cold insulin can cause air bubbles in the reservoir and tubing which may result in inaccurate insulin delivery. Infusion sets stored or used in a place where they might have been exposed to extreme temperatures and humidity (i.e. Sauna, inside car, unconditioned garages, etc.) Leaks in the tubing and or air bubbles, site related issues, such as bent cannula tend to be contributing factors in unexplained high bg¿s , expired or cloudy insulin, inaccurate pump settings, tubing not primed prior to use. Due to an increase in the percentage of patients experiencing high blood glucose levels using the minimed® pro-set®, CAPA (B)(4), (B)(4), and product recall 2243072-12/21/16-001-c have bee initiated. (B)(4).

Event description:
It was reported that while using a minimed® pro-set® with bd flowsmart¿ technology, 24 in x 6 mm, a patient's blood glucose was elevated; ranging from 459 to 282 then 423 with injections. The patient reported that the infusion set cannula was bent at the time the elevated glucose levels occurred. The patient declined any problems with scar tissue, hardened tissue, or stretch marks and stated that she had sufficient subcutaneous tissue at the insertion site of his/her upper abdomen. The patient treated herself with manual injections/boluses of insulin to deliver the intended dose. There was no report of medical intervention for this incident.